Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was reported that patient stated to managing physician that she believed the pump works well, but that there were times that she does not feel well. It was further noted that there were times the patient felt like she has some withdrawal symptoms. The date of the event was unknown. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The managing physician stated that they offered the patient diagnostic/troubleshooting options, but the patient did not want to proceed with any troubleshooting procedures or any interventions. No surgical intervention had occurred, and no surgical intervention was planned. It was unknown if the issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history was noted as having been requested but was unknown / would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not provided. On (B)(6) 2019 it was reported that on (B)(6) 2019 the patient was going to the clinic as she felt like she was being under-dosed. Per the reporter the patient would be scheduled in the near future for an MRI to look for potential issues including to rule out a granuloma. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the night of (B)(6) 2019, the patient was heading to the emergency room (ER) with withdrawal like symptoms. No environmental, external, or patient factors were reported to have caused this issue. The patient was admitted and given opioids in her intravenous (IV) and she was doing so much better. The hcp mentioned that they were scheduling a dye study and a possible pump/catheter replacement. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.